Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor range" error code (110d). The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. There was neither delay in therapy and/or medical intervention reported. No patient or user harm reported. The device was evaluated at the service center, and the service engineer (se) reported that the issue could not be reproduced. The se was able to confirm that the "check vent: proximal pressure sensor range error" (diagnostic code 110d) was recorded in the event log. The se noted that the error can occur not only as a result of device failure, but also when pressure inside the tube partially exceeds the allowable range, due to factors such as kinking or water ingress of the proximal line tube. No repairs were performed at the customer's request, and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).